Manufacturer narrative:
(B)(4). Date sent: 10/14/2019. This event was previously reported under 3008766073-2016-00002. Additional information was reported under 3008766073-2019-00447. All additional information will continue to be submitted under 3008766073-2019-00447.

Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure?

Event description:
It was reported via journal article: title: objective evidence of reflux control after magnetic sphincter augmentation: one year results from a post approval study. Authors: louie be; smith cd; smith cc; bell rcw; gillian gk; mandel js; perry ka; birkenhagen wk; taiganides pa; dunst cm; mccollister hm; lipham jc; khaitan lk; tsuda st; jobe ba; kothari sn; gould jc. Citation: ann surg. 2018 apr 24. Version 1; https://dx.doi.org/10.1097/sla.0. The objective of this study is to report 1-year results of reflux control after magnetic sphincter augmentation (msa). Between march 2013 and august 2015, 200 patients (males=102, females=98; mean age=48.5 years, age range=19.7 to 71.6 years) were treated with msa using the linx reflux management system (ethicon). Reported complication included erosion (n=1). In conclusion, safety and effectiveness of magnetic sphincter augmentation has been demonstrated outside of an investigational setting to further confirm msa as treatment for gerd.